Event description:
A peritoneal dialysis (pd) patient experienced three episodes of peritonitis. The cause of the events were reported as due to escherichia coli. On an unspecified date, the patient was hospitalized and treated with gentamicin (intraperitoneal) for the events. After the third episode of peritonitis and after the patient was discharged from the hospital, the patient was prescribed with ceftazidime (intraperitoneal, for 7 days) to continue treatment. Pd therapy was ongoing. At the time of this report, the patient outcome was not reported. The reporter declined to provide additional information.

Manufacturer narrative:
B3: the event occurred three times on an unreported date between on (B)(6) 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.